Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). H6 code belongs to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# unknown, product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown: h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that it was frequently observed that charging the stimulator takes a long time. Usually, it takes about one to one and a half hours to increase the charge from 30% to 100%, but sometimes it takes four to five hours. Also stated that charging to the stimulator has not progressed. No damage has been visually confirmed on the recharger cord, but the donut-shaped antenna part becomes hot. Even when charging takes a long time, the charging indicator lamp on the screen continues to blink. Contributing factors were unknown. A request for action was made to the area representative. Issue was not resolved.

Event description:
Additional information received stated that a replacement device was sent to the patient and that the issue was resolved. There remained no complications reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.